Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2014 and then experienced a revision surgical procedure on (B)(6) 2018 approximately 4 years 8 months after initial implant. There is no device information provided. No other patient information / medical history reported. No images of the devices are provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
D10. H10. Pending investigation. These devices are used for treatments, not diagnosis. There is no other information available. Concomitants: (B)(6) 200-02-35 - three peg patella 35mm (B)(6) 201-78-10 - holding pin headed long 2 pack (B)(6) 201-78-10 - holding pin headed long 2 pack (B)(6) 203-96-01 - (11-2222) saw blade new stryk (.050) (B)(6) 203-96-10 - (11-2325) stryker 2000 90x13mm .050" 1.27mm (B)(6) 204-04-43 - trapezoid tibial tray sz 4f/3t (B)(6) 234-03-04 - optetrak asy,ps cemented femoral, sz 4.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, component code, type of investigation, investigation findings, investigation conclusions. The reason for the revision reported in case: (B)(6) cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.